Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 30-apr-2024, it was reported that the patient faced infusion set cannula was kinked within 3 or more hours after insertion at abdomen, which caused the patient blood glucose elevated to 300 mg/dl. The infusion set was in use for couple of hours. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.